Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer returned 2 lot numbers of strips, 278276 and 278291. Lot 278276 was empty and could not be tested other than with retention. The results provided are for lot 278291.

Event description:
The customer reported low blood glucose symptoms with a result of 66 mg/dl obtained on the mobile system at 22:33. She self-treated with apple juice and 3 pieces of dextrose. At 22:45 she received results of 520 mg/dl and 91 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.